Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0004684. Please refer to mfg report number 2249723-2025-0004684 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0004703 in your database.

Event description:
N/a.

Event description:
T was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed autofill failure and an iab catheter restriction. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.